Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump blank display. The customer blood glucose was 151 mg/dl. It was reported that they had inserted a new battery and display was flashing white. Customer mentioned that insert battery alarm was displayed on screen. The troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.